Manufacturer narrative:
Evaluation summary: the product was not returned. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The iol product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technologist requested a cartridge replaced because during an intraocular lens implant procedure, the cartridge cracked and the procedure was aborted. The cartridge and lens were replaced. Additional information has been requested.